Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing. Technical services (ts) recommended programming changes and electrophysiology (ep) follow-up. This device remains in service. No adverse patient effects were reported.